Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional gravity test was performed on one sample, and the set was within product specifications. A control flow regulator flow test was performed, and the correct functionality of the regulator was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set could not correctly adjust the flow rate by rotating the regulator. The device contained 250ml 5% glucose and 450mg amiodarone hydrochloride injection. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.